Event description:
It was reported that during the use of the device for a non-clinical activity, the light emitting diode (led) lights on the battery were not working. There was no patient involvement.

Manufacturer narrative:
The customer was trying to revive this machine from storage. Per the field service representative (fsr), this complaint was opened on a piece of equipment that is past its end of service life.